Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from back to back blood tests of 239, 242 and 262 mg/dl. The customer's expected fasting blood glucose test result range is 107 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 212 mg/dl using truemetrix meter and 203 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is month of november 2016. The customer stated she takes her blood test fasting the customer stated she takes insulin to manage her diabetes and that she exercises to help with her diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 result in the meter's memory

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from back to back blood tests of 239, 242 and 262 mg/dl. The customer's expected fasting blood glucose test result range is 107 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 212 mg/dl using truemetrix meter and 203 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is month of (B)(6) 2016. The customer stated she takes her blood test fasting the customer stated she takes insulin to manage her diabetes and that she exercises to help with her diabetes. The meter memory was reviewed for previous test result history: 239mg/dl (B)(6) 2016 12:31 pm fasting:yes, 242mg/dl (B)(6) 2016 12:29 pm fasting:yes, 262mg/dl (B)(6) 2016 12:28 pm fasting:yes, 207mg/dl (B)(6) 2016 12:27 pm fasting:yes, 229mg/dl (B)(6) 2016 09:26 pm fasting:yes. Memory concerns:the customer is concerned with the 5 result in the meter's memory

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from back to back blood tests of 239, 242 and 262 mg/dl. The customer's expected fasting blood glucose test result range is 107 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 212 mg/dl using truemetrix meter and 203 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is month of (B)(6) 2016. The customer stated she takes her blood test fasting the customer stated she takes insulin to manage her diabetes and that she exercises to help with her diabetes. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 result in the meter's memory.